Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump alarmed for a broken force sensor was detected during seating or regular delivery. Customer¿s current blood glucose level was 11.1 mmol/l. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly.